Manufacturer narrative:
Carefusion complaint number: (B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: the reported issue (unit had "xdcr-fault" alarm) was confirmed by 3rd party carefusion certified service technician. During initial bench testing, it was noticed that the reported unit showed multiple transducer fault (xdcr-fault) alarms due to transducer (pt4) being out of specification and was damaged. The reported issue was resolved by replacing analog board.

Event description:
The customer reported that the ventilator had transducer fault alarm.